Manufacturer narrative:
Additional information provided on 07-nov-2025. Correction to b1 - adverse event/product problem. B5 - describe event or problem. H6 - adverse event problem.

Event description:
The patient was not feeling well and became unresponsive over the telephone line with insulet. The agent handling the call had to call emergency services. Dispatch was requested to verify the patient's status. A nurse came to the patient's home to check on the patient. The pod adhesive reportedly separated from the skin, causing the cannula to dislodge. The patient's blood glucose levels rose above 500 mg/dl. The patient was diagnosed with hyperglycemia. As treatment, a new pod was applied and a manual insulin injection was administered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if our device caused or contributed to the incident. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient was not feeling well and became unresponsive over the telephone line with insulet. The agent handling the call had to call emergency services. Dispatch was requested to verify the patient's status. Follow up attempts for additional information have been unsuccessful.